Event description:
It was reported the right ventricular lead exhibited a high defibrillation impedance. No changes or interventions were performed; it was elected to monitor the lead. There were no patient consequences.